Event description:
Primary surgery - due to the screw sheering off in the baseplate. This happened while implanting the locking screw for the glenosphere using a red handled torque limiter.

Manufacturer narrative:
The reason for this primary surgery complaint is due to the locking shrew shearing off in the baseplate. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a 10 minute delay in surgery and another suitable device was available for use. The surgery was completed as intended. The part was returned to djo surgical on 11-jul-2018. A device history record (DHR) review was conducted: device history records (dhrs) show that 192 units of retaining screw for reverse shoulder prosthesis (rsp) glenoid head were manufactured under lot #850c1345. The part was released after inspection and before sterilization on (B)(6) 2018. The 32 millimeter glenoid head used the part as a sub-assembly part. Under lot # 864c3006, 32 millimeter glenoid head was manufactured in a lot of 15 units using the retaining screw. The label record shows that reverse shoulder prosthesis (rsp) glenoid head with retaining screw is ce marked. The assembled part was packaged, gamma irradiation sterilized and released after inspection on (B)(4) 2018. There were no non-conforming material reports (ncmrs) for the above baseplate and glenoid head with retaining screw. All passed inspections show that the parts were manufactured within the allowable tolerances and validated processes. The incident component was returned from (B)(4) to djo and examined. 508-32-103 is 32 millimeter reverse shoulder prosthesis (rsp) glenoid head -4 millimeter with retaining screw (508-00-001-10), lot # 864c3006. During investigation, it was observed that the retaining screw was broken and a portion of the threaded part of the screw is stuck inside the baseplate threaded hole. The remaining portion of the screw with the screw head is also in the returned items. The fracture surface of the stuck screw part and the mating surface of the screw head portion were observed under microscope. The investigation showed that there was torsional stress fracture resulting in the breakage of the screw. The reverse shoulder prosthesis (rsp) surgical technique guide provides the instructions for the series of operations for the implant surgery, including the use of a torque limiting driver for installation of the retaining screw. The complaint indicated that the surgeon was using the red handled torque limiter driver (804-06-009) for screwing in the retaining screw. Calibration records indicate that all torque limiting drivers were returned from the reporting agency in july 2018. All returned drivers were found to be within specification when tested. The torque limiter used in this procedure was not available for further investigation and the lot number was not provided. The complaint also mentioned that there was non-serious injury. No details of the injury are available but it likely refers to the removal and replacement of the baseplate and bone screws that was required due to the reported event. The investigation of the manufacture conducted from the dhrs show no issue with the product. No ncmr was issued for the lots for the baseplate or glenoid head w/ retaining screw. There were five additional instances for the breaking of the retaining screw in the past two years inserting it in the glenoid heads of different sizes. Thus, the trend is insignificant for further action for such incident containment. With the insufficient information available regarding the incident at the failure site available, the root cause of shearing of the retaining screw cannot be determined definitively. The excessive torsional stress caused the breaking of the screw. The returned component met all design and manufacturing specification and records indicate the torque limiting driver was within calibration specifications at the time of the incident. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.